Event description:
It was reported that the patient presented for a follow up in-clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise oversensing and fracture. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.